Manufacturer narrative:
The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise which was oversensed and resulted in nonsustained episodes. There was one stored episode with inappropriate anti-tachycardia pacing (atp) due to oversensed noise. The patient is pacer dependent and was symptomatic. The oversensing was suspected to be due to electromagnetic interference (emi) or sensing of atrial fibrillation based on the location of the lead. An invasive procedure was performed and the lead was successfully replaced. No additional adverse patient effects were reported.